Manufacturer narrative:
Technical services discussed the device follow-ups can remain on a quarterly schedule. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B)(6) 2007, had a monitoring battery voltage of 2.66 v after 33 months of implant. A health care professional was concerned the battery was depleting prematurely.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.